Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 27mm watchman flx laa closure device & delivery system was selected for use. After transseptal access, during insertion of the was sheath, a mobile thrombus was noted on both sides of the septum on the was sheath and at the septal puncture site. The physician removed the was sheath, and the thrombus in the left atrium (la) appeared to pull through to the right atrium (ra). The physician attempted to aspirate the thrombus in the ra; however, the thrombus dislodged and could no longer be seen in the ra. The physician continued the procedure and successfully implanted the 27mm closure device. Post procedure, the patient did not show any signs or symptoms of stroke or pulmonary embolism. The patient underwent a neurological exam and was discharged the next day.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned, and a 27mm watchman flx laa closure device & delivery system was selected for use. After transseptal access, during insertion of the was sheath, a mobile thrombus was noted on both sides of the septum on the was sheath and at the septal puncture site. The physician removed the was sheath, and the thrombus in the left atrium (la) appeared to pull through to the right atrium (ra). The physician attempted to aspirate the thrombus in the ra; however, the thrombus dislodged and could no longer be seen in the ra. The physician continued the procedure and successfully implanted the 27mm closure device. Post procedure, the patient did not show any signs or symptoms of stroke or pulmonary embolism. The patient underwent a neurological exam and was discharged the next day.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.